Event description:
An impella cp device was inserted via the right femoral artery in a 61-year-old male patient presenting with other indication. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient, who was enrolled in an aortix product clinical trial and was morbid obesity, experienced a cardiac arrest prior to impella cp placement. Multiple vasopressors and inotropes were required both before and after device implantation, with escalation of pharmacologic support following impella placement. During the course of treatment, the patient developed diffuse bleeding from multiple sites. Despite ongoing hemodynamic and pharmacologic support, the patient experienced a subsequent cardiac arrest and expired. Additional contributing factors included participation in an aortix clinical trial and morbid obesity. While on support, the impella cp device was operating in auto mode with flows of 3.9 liters per minute. The purge solution consisted of dextrose 5% in water. The death is conservatively being reported to the impella cp; however, it is unlikely related to the device and is most likely attributed to the patient¿s underlying critical condition as they presented in society for cardiovascular angiography and interventions (scai) shock stage e, with cardiac arrest occurring prior to device insertion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.